Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: one each 0013m unknown lot number was returned for evaluation. During visual inspection charred eschar was observed on the needle tip and on the black insulation. Blood/eschar was observed the entire length of the blue insulation. The needle tip appears to be melted with a ball of charred eschar at the tip. All the ptfe coating is missing on the distal end of the needle indicating that the needle may have been used for a long period of time. The most likely cause of the reported complaint was a result of eschar tissue build up on the electrode. It is a known fact that the tip becomes hot upon activation and if eschar tissue build-up were to exist it could become a glowing ember and with the right conditions such as an oxygen enriched environment or alcohol prep solutions, a burst of flames/flash/fire could occur. It was evident during the evaluation that ptfe coating was missing from the distal tip of the needle, indicating that the tip had most likely been used for a long duration which would indicate the tip was extremely hot at the time of the event. The complaint is confirmed as use related. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a thyroidectomy, the needle tip sparked and caught on fire. A second like tip was used to complete the procedure. There were no patient consequences reported.